Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 10:17:20 on (B)(6) 2022. At 06:38:43 on (B)(6) 2022, asystole was detected. ECG shows sinus bradycardia/sinus rhythm from 30-80 bpm. The rhythm then degraded to asystole. At 07:01:37, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 17:04:20, the patient received the inappropriate shock. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was asystole with intermittent cardiac activity and motion artifact. The rhythm then degrades to asystole. From 07:06:31 to 07:07:43, an arrhythmia was detected. ECG shows asystole. The electrode belt was disconnected at 07:08:52 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.